Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, it was noticed that the bands would not deploy at all, and the handle would not rotate. A second was speedband superview super 7. When the handle was rotated to deploy the band, the distinct click sound was heard; however, the band would not deploy. When rotated the handle again, the first two bands deployed at the same time. There were no patient complications reported as a result of this event.